Manufacturer narrative:
Based on the information provided, it cannot be determined if the alleged bleeding is related to prevena¿ therapy. Prevena¿ therapy was placed on a post operative vascular surgery wound which could be considered a patient at risk of bleeding complications, and bleeding was observed within a hour of surgery completion. The re-exploration did not reveal an active bleed, and diathermy was performed for a minor subcutaneous bleed. Device labeling, available in print and online, states: warnings: bleeding: before applying the prevena¿ incision management system to patients who are at risk of bleeding complications due to the operative procedure or concomitant therapies and/or co-morbidities, ensure that hemostasis has been achieved and all tissue planes have been approximated. If active bleeding develops suddenly or in large amounts during therapy, or if frank blood is seen in the tubing or in the canister, the patient should leave the prevena¿ incision dressing in place, turn off prevena¿ 125 therapy unit and seek immediate emergency medical assistance. Duration of therapy: therapy should be continuous for a minimum of 2 days up to a maximum of 7 days. Patients should be instructed not to turn therapy off unless: -advised by the treating physician, -bleeding develops suddenly or in large amounts during therapy, -there are serious signs of allergic reaction or infection, -the canister is full of fluid, -batteries need to be changed, -system alerts must be addressed, · patient should be instructed to contact the treating physician if: -bleeding develops, -signs of infection are present, -therapy unit turns off and cannot be restarted before therapy is scheduled to end.

Event description:
On 17 aug 2017, the following information was reported to kci: a patient post-operative vascular groin surgery patient allegedly experienced bleeding one hour after surgery while using prevena¿ therapy (system). Approximately 2 weeks ago, the patient allegedly had to undergo re-surgery for a subcutaneous bleeding event which they stopped with diathermy. On 01 sep 2017, the following information was reported to kci via medical records: on (B)(6)2017, "post rr 70/50 and swelling r inguinal + blood soaked prevena; re-exploration: no active bleeding; some subcutaneous haemorrhage + diathermy." On 05 sep 2017, the following information was reported to kci: on (B)(6) 2017, the patient's blood pressure was noted as 70/50, and post operatively the patient allegedly experienced swelling of the right inguinal wound with blood soaked prevena¿ dressing and blood noted in the canister. During re-exploration of the surgical site, no active bleeding was noted, but minor subcutaneous bleeding was observed, and diathermy was performed. No additional information is available. The prevena¿ therapy (system) identifiers were not provided, therefore neither a device history review nor a device evaluation could not be performed.